Manufacturer narrative:
Device was received with a broken off and missing end cap, missing motor assembly, cracked display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to broken off/missing end cap and missing motor assembly. Unable to verify drive/motor anomaly due to broken off/missing end cap and missing motor assembly. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was 20 mmol/l. The customer stated that the insulin pump broken and did not use anymore. Customer stated that the piston demolished and the insulin was flashing out of the insulin pump. Customer stated that reservoir did not anymore and the insulin delivery was finished. The device will be returned for analysis.